Event description:
An implantable pulse generator (ipg) was returned with no information to the manufacturer, analyzed and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: (B)(4): the device was returned to the lab with no information. The device lasted less than 80% of the lower 99.9% expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device at received and bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Preliminary analysis revealed the battery was at elective replacement with a telemetered value of 2.71 volts. Functional test revealed the eri battery was confirmed with a telemetered value of 2.66 volts loaded. Longevity calculation revealed that calculations based on implant parameters indicate that the device had not met its 99.9% longevity. Destructive analysis was completed. The device was milled open for analysis. Visual inspection showed no anomalies. The battery was 2.679 volts measured with a dvm while the hybrid was still attached to the battery and 500 ohm loads across the outputs. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.